Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch delica lancing device developed a cocking control issue. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and from further information obtained during a follow-up call from the medical surveillance specialist. The reporter stated that the alleged inaccuracy began on (B)(6) 2015, 4:00 am. The patient manages her diabetes with self-adjusting insulin. The reporter stated that the patient skipped dose/stopped medication on (B)(6) 2015 at 4:00 am in response to the alleged inaccuracy. The reporter claimed the patient developed the symptoms of "vomiting, sweating and ice cold temperature" at around the same time as the alleged product issue; however the reporter could not be sure at what time the patient's symptoms developed. The reporter stated that the patient received non-hcp treatment of lorazepam morphine on (B)(6) 2015 at 4:00 am. The reporter denied that the patient tested her blood glucose using another device. At the time of troubleshooting, the csr noted that the issue was occurring before the lancing device fired, it was not the first time the device was being used and had been in use for an unknown period of time, there was no misuse of the product, the patient was using the correct lancets and the gauge of lancets was 33g. After the csr reviewed the technique to collect sample, the issue was resolved. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lancing device involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the lancing device has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.